Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards (B)(6) affiliate, during a transfemoral tavr procedure with a 29mm sapien 3 valve, during insertion of the commander delivery system and valve, there was a high degree of resistance when trying to cross the native valve. The valve was not entirely across the native valve when the flexcath was retracted. The system was further advanced with the flexcath retracted for final positioning. Post valve deployment, the patient became hypotensive, and a dissection in the ascending aorta was noted. A large pericardial effusion was also noted, and pericardiocentesis was performed to stabilized the patient. The patient was then transferred to the or for surgery repair of the aorta. Per medical opinion, the root cause may have been due to the advancement against resistance. It is believed that it may have flexed the delivery system and pressed the flextip against the outer curvature of the ascending aorta (just above the non-coronary sinus) causing the dissection.

Manufacturer narrative:
Correction to h6 based on additional information received. The device was not returned to edwards lifesciences for evaluation, however, a device history record (DHR) review was done, and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and no manufacturing non-conformances were identified. Available information suggests that patient factors (tortuosity, pre-existing valve) may have contributed to the reported event. There were no labeling, training, or IFU deficiencies were identified. Therefore, no corrective and preventative action nor product risk assessment is required at this time. The following instructions for use (IFU) were reviewed: IFU for commander delivery system, device preparation manual, and procedural training manual. Based on this review, there were no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for difficulty to cross native annulus and/or bioprosthesis was unable to be confirmed due to unavailability of returned device and /or applicable imagery. Due to unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined. The complaint description states, 'there was a high degree of resistance when trying to cross the native valve with the crimped prosthesis.' Additionally, 'the patient had type-1 bicuspid anatomy with physiologic raphe of right/left coronary sinus commissure, heavily calcified non-coronary sinus leaflet, vertical anulus/horizontal root.' The reported horizontal aorta can make the pathway more challenging as the delivery system tracks through the anatomy. Subsequently this can lead and contribute to the reported difficulty felt when positioning the delivery system to cross the native valve. Additionally, it is possible that the presence of severe calcification of the leafelts could have obstructed the valve from properly crossing. Available information suggests that patient factors (tortuosity, calcification) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.